Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Device received with broken reservoir tube lip, missing reservoir tube o-ring, minor scratches on case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, corroded battery tube and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 95 mg/dl at the time of the incident. The customer reported the lip ring missing and reservoir a little loose. The customer did not troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.